Event description:
A potential product issue has been reported with our artiste mv linear accelerator. In the abundance of caution this issue is being reported. From the customer, we received information that they wanted to treat a patient yesterday. During the patient setup they noticed that the image which was loaded into position verification group window did not belong to this patient but to another one. That means if the operators would not have noticed that issue the patient setup could have been completely different to the treatment planned and a mistreatment could have happened. There was no mistreatment, injury and/or death reported. Preliminary risk analysis is complete. Investigation for root cause has been initiated. Final corrective actions is pending.

Manufacturer narrative:
Preliminary risk assessment indicates: severity 3 (critical). Assumption: if reference image of a other patient would have been associated to beam this could lead to miss positioning for more than one fraction. Probability: preliminary d (occasional) worst case is reported behaviour happens. From technical point of view the behavior should not happen as patient quatrubel to be checked always when reference images is associated. It is unknown if other products are concerned. The serial number provided for the syngo rt therapist which was 510(k) cleared with our artiste product.